Event description:
Two contacts, inside of the suspect device, appeared to be missing. Additionally, reporter discovered melted plastic, on the device. No operator injury was reported. The suspect device was removed from service. A request was made for the return of the suspect product and replacement product was shipped.